Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the leak was caused by the drain button being stuck in the on position. The drain assembly was cleaned and reassembled. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre-use checkout, caused by a large leak. There was no report of patient involvement.